Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2020 at 0818 a patient in bed (B)(6) had a ventricular fibrillation (vfib) event that did not alarm and the patient expired.

Manufacturer narrative:
H10: a philips remote service engineer (rse) and a philips clinical support specialist (css) spoke with the customer. The customer explained the patient as being in a paced rhythm with a-flutter and tall p waves. They kept getting frequent ventricular tachycardia (v-tach) alarms that were false and advised that the alarm did not activate for v-fib at 0818, (B)(6) 2020. The rse retrieved the clinical audit logs. A review of the logs shows vfib events for bed cpcu 11 starting at 08:15 an ending at 08:21 on (B)(6) 2020. There was no product malfunction; this is considered a user issue. The logs displayed vfib alarms during the period reported by the customer. It was also noted that the customer acknowledged the alarms. No further investigation or action is warranted at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.